Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective ambient valve. Correction: replaced ambient valve. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information, updated fields.

Event description:
The following was reported to hamilton medical ag: summary: tightness test fail(release valve defective)/flow sensor fails.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective ambient valve. Correction: replaced ambient valve.

Event description:
The following was reported to hamilton medical ag: summary: tightness test fail(release valve defective)/flow sensor fails.